Manufacturer narrative:
Device evaluation summary: device returned for evaluation. A kink was noted on the hypotube. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the stent wraps with struts raised and overlapping. The inner member was bunched. Deformation was evident to the distal tip. Deformation was noted to the exchange joint. A 0.014 inch guidewire could not be backloaded through the tip due to the deformation of the inner member. The inner lumen patency could not be verified with a 0.015 inch mandrel due to the deformed inner member. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a lesion. The device was inspected with no issues noted. It was reported that wire movement issues were encountered. There was a wire loss at the time of the procedure. No patient injury was reported.